Manufacturer narrative:
(B)(4). Damaged cartridge lockout tab, incomplete-interrupted cycle. Additional information was requested and the following was obtained: the surgeon was ready to divide the right renal artery/right renal vein using the laparoscopic vascular stapler. Immediately upon starting to fire the ethicon stapler there was resistance noted. As such, there was suspicion of a malfunctioning stapler. The stapler was opened up to release the tissue, then the stapler was removed. Stapler was then tested on a thin towel and it did not fire, then it was tested on no tissue at all and there was resistance noted. Thus clearly the stapler was malfunctioning. We got a new stapler completely and divided the right renal vessels and completed the rest of the case without incident. Did the device deliver any staples and/or cut line? No, it did not fire at all because we suspected a problem and did not fire the stapler. If yes, were the staples formed properly? N/a. Was there any issue with the cut line? No there was no cutting at all. How was the procedure completed? Using another stapler. Was there any patient consequence? No -- no harm to the patient. What type of procedure was being performed? Laparoscopic nephrectomy. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) The first. What color cartridge was being used? Standard laparoscopic 35 x 2.5 mm -- white color. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.